Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich_12.6; +9.0 diopter implantable collamer lens into the patient's left eye (os) on 05-dec-2019. The patient experienced glare/haloes and asthenopia. The lens was explanted on (B)(6) 2022 and replaced with another iol. The cause of the event was reported as unknown. Problem was resolved.